Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 550:320:658:0000; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 550:320:658:0000 was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to a defective . The user interface module printed circuit board was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.